Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced a worsened pain and inadequate stimulation. The patient underwent a revision procedure wherein a lead was added and the patient was doing well postoperatively.